Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp fenestrated bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was placed and removed from the in-house system twice. In both attempts, the instrument jaws open and closed without a issues. The instrument jaws grasped an in-house sponge multiple times, and no issues were observed when releasing the sponge. The instrument was then installed on different arms, and no issues were observed with the instrument jaws opening and closing mechanism. The instrument moved intuitively with full range of motion in all directions. The instrument passed the recognition and engagement tests. The instrument passed energy delivery testing in various grip orientations. Visual inspection was performed and there were no external damage to the snake wrist, shaft, and housing. The instrument was fully functional. Based the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have residue. Visual inspection was preformed and white residue was observed on two of the clamping pulley located inside the backend of the instrument, the probable root cause of the customer-reported event could not be established as failure analysis did not replicate or confirm the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp fenestrated bipolar forceps instrument failed to release the tissue and the jaws had to be manually opened. The procedure was completed with no reported injury.